Event description:
The customer reported that there was a precharge error message displayed on the c-arm.

Manufacturer narrative:
The ge service rep checked the system and confirmed the issue. He checked the generator batteries and found the batteries were very low down to 16 volts dc. They should be up to 210 volts dc. He replaced the assembly and battery pack. The system is operating as intended.